Event description:
It was reported that the customer passed away on (B)(6) 2014. His blood glucose was unknown at his time of passing. The cause of death was unknown. He was not wearing his insulin pump at the time of death. It is unknown if the device will be returned for analysis. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.